Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error test due to motor error alarm. No unexpected pump reset during testing. Insulin pump received with cracked reservoir tube lip, scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that she had problems with the device. Customer's blood glucose was 600 mg/dl. Found multiple motor error alarms in history. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.